Event description:
It was reported that pump touchscreen had slowed response and required multiple taps, although touchscreen was not damaged and pump remained in use. There was no adverse impact to the customer¿s blood glucose level. Cts explained that pump prioritized tasks, provided tips for using touchscreen, and later arranged warranty replacement pump with updated software; cts instructed customer on using backup therapy if needed, placing pump in storage mode, returning problematic pump within 10 days, and setting up pump settings and cgm on replacement pump, and customer understood and acknowledged these instructions.